Manufacturer narrative:
Eval, results: visual analysis of the ipg found no anomalies. Functional testing confirmed the ipg was non-responsive as a result of the pt's non-compliance with the ipg charging requirements. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys, including an ipg on (B)(6) 2009. It was reported the ipg was explanted and replaced due to a loss of stimulation. According to the pt, the onset loss of stimulation was approx three months prior to the date of explant. As he was not receiving stimulation, he stopped recharging the ipg. The explanted ipg was returned to the MFR for analysis. F/u found no further issues reported.